Event description:
It was reported that "it was unable to pace after the catheter was inserted." The device was discarded at the hospital. There were no patient complications reported.

Manufacturer narrative:
A device history record review was completed and documented that device met all specifications upon distribution. The complaint could not be confirmed without return of the product, nor could a root cause or potential contributing factors be identified. No actions will be taken at this time.

Manufacturer narrative:
One bipolar pacing catheter with attached monoject 1.0cc limited volume syringe was returned for evaluation. Continuity testing found the catheter was found to have a short condition between the distal and proximal electrodes. Cut down and further testing determined the short condition was inside the y-fitting. The balloon inflated clear and concentric and remained inflated for 5 minutes without leakage. No visible damage was observed from the catheter body or returned monoject syringe. Visual examination was performed under 10x magnification. The reported defect was confirmed to be related to the manufacturing process. An investigation has been opened to determine if corrective actions are needed.